Manufacturer narrative:
Per patient's surgeon, the device was not explanted, the contralateral ear was implanted, and the patient is currently using both devices.correction: the device was not explanted on (B)(6), 2009 as previously reported, the device remains implanted.(B)(4). Device remains implanted.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with use of the device. There were no auditory responses. The patient stopped using the device in 2009 due to these issues. The patient was explanted the same day, and the patient was reimplanted with a new device during the same surgery.

Event description:
Reporter alleged the patient received a result of 319 mg/dl on inform system 1 compared back to back with a result of 148 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that they no longer have the strips, so no product will be returned for evaluation.